Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was having difficulty charging the ipg. X-ray confirmed that the battery had migrated. The patient underwent a revision wherein the ipg was replaced and pocket was revised. No device malfunction was suspected. The patient was doing well postoperatively.